Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product evaluation summary: the full lead was returned, analyzed, and the inner insulation had a depression breach. A white substance appears between the filars of proximal conductor and the distal conductor appears to be discolored. The analyst noted that the cross continuity test result was failed and destructive analysis was performed. Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the right ventricular lead triggered a lead warning for low impedance and a polarity switch occurred. While the patient was in office, the unipolar impedance varied during provocative maneuvers. Approximately one month later, unstable thresholds and insulation damage was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : subsequently, performance data was collected from the device and analyzed. Analysis revealed intermittent threshold. The ventricular capture management (vcm) trend showed the threshold rose from an approximate baseline of 0.875 volts and has been variable, but still less than 2 volts, since (B)(6) 2013. The pacing impedance was also low. Lead diagnostics showed ventricular short circuit paces with lead impedance measurements of less than 200 ohms since (B)(6) 2013 and a recent lead warning occurred on (B)(6) 2014.